Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) performed the field safety correction action (fsca) for replacement of the solenoid driver board to rectify this issue. The iabp passed all calibration, functional and safety tests performed and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated an "electrical test fails error code #58". It is unknown under what circumstance the event occurred; however, there was no patient involvement and no adverse event was reported.